Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned during an right ventricular (rv) lead revision procedure due to elevated pacing threshold measurements. It was reported that pacing threshold measurements were unable to be taken at the initial implant due to the patient being in atrial flutter (af). No adverse patient effects were reported.